Event description:
Customer states," last night we came across tubing for a curlin pump with the clips on in reverse. Therefore the pump was not infusing it was reversing flow.

Manufacturer narrative:
The complaint was confirmed.